Event description:
It was reported that the patient presented to the ep lab for normal device change out. All electrical function was normal. Externalized conductors were observed via fluoroscopy. The physician opted to monitor the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.